Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lv lead had high threshold measurements and the most recent measurements are within expected range. Follow up yielded no information. The lead remain in use. No patient complications have been reported as a result of this event.